Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming while wearing the pump. Subsequently, despite charging the pump for over an hour, the pump was noted to be unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose levels. Reportedly, the customer has manual injections available as alternate insulin therapy.